Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a high blood glucose of 537 mg/dl. The customer was treated with blood glucose checks, IV fluids, and insulin pump boluses. The nurse did not believe the insulin pump was working and she was advised to have someone take a look at the device. No troubleshooting occurred, and no products were returned or replaced.